Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was completed a planned after restarting the system with a delay less than 20 minutes. The philips field service engineer (fse) went onsite and analyzed the system log . The analysis of system log file showed geo safety line error. Upon further troubleshooting, fse identified the safety line in the geo tso was defective. The philips engineer geo tso(table side operating module) and installed a new clamp and belly bar. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partially available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.